Event description:
The patient's internal device reportedly migrated. The patient underwent surgery to reposition the internal device. The patient's device was re-activated.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's device remains implanted. This is the final report.